Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "discontinue catheter tip leakage with trachoma detected by the placement hand when assessing catheter function prior to puncture." No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a groshong catheter was returned for evaluation. An initial visual observation of the first photograph showed what appeared to be a very small split in the catheter tubing. No details of the split could be discerned from the returned photograph. A small amount of use residue was observed on the catheter in the returned photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "discontinue catheter tip leakage with trachoma detected by the placement hand when assessing catheter function prior to puncture." No other information was provided.